Event description:
Reporter indicated that a pt desired to have the vns generator and lead removed due to painful stimulation and dyspnea. The vns was disabled and the symptoms have improved. The pt has had a surgery consult but no surgery date has been set.